Manufacturer narrative:
Follow-up #1 and final report submitted to update sections based on the results of investigation. It was reported that mics handpiece handle fell off in surgery. The surgeon noticed the handle breaking during a tka procedure. The product was unavailable for inspection as the product was not returned. Review of the device history records indicate 25 devices were manufactured under lot no k08xj and accepted into final stock on k08xj . Review of qt17 - 01 - 0035 revealed that the non-conformance is not related to the failure alleged in this compliant. A review of complaints in catsweb and trackwise related to p/n 209063, lot number k08xj shows no additional complaints related to the failure in this investigation. The failure mode could not be confirmed because the part was not available for evaluation. If device and/or additional information become available this investigation will be reopened. No action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard. The device was not returned foe evaluation.

Event description:
Mics handpiece handle fell off in surgery. The surgeon noticed the handle breaking during a tka procedure.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Mics handpiece handle fell off in surgery. The surgeon noticed the handle breaking during a tka procedure.